Event description:
Customer reporting a complaint on product # 8645. Customer states that a patient was being monitored by sensor & 8645 alarm. Patient got up and the alarm did not sound. Patient suffered a fall and laceration to their head. The 8645 s/n (B)(4) is available for return but sensor was disposed of by the customer.

Manufacturer narrative:
H3 the device was received in and inspected by the manufacturer. Visual inspection did not note any damages to the alarm. A sensor was returned for evaluation but not the one involved in the incident as that was disposed of by the facility. Functional testing performed on the alarm was unable to confirm the reported issue of the unit not sounding. The alarm was found to have met specifications and passed all functional testing. The sensor that was returned showed issues when used with the alarm plugged into the ac power. It is believed that the issue is with the sensor and not the alarm itself. Based on the ability to turn the issue on and off through manipulation of the sensor neck, the issue is due to damage within the neck. Likely cause being mishandling during shipment to the customer or use by the customer. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).